Event description:
Note: this report pertains to one of two devices to be used during the same procedure. Refer to manufacturer report # 3005099803-2023-03965 and 3005099803-2023-03966 for the associated device information. It was reported to boston scientific corporation on july 04, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the stent (the subject of MFR. Report # 3005099803-2023-03965) was inserted about 4 to 5 cm into the cyst but was unable to be deployed and was not visible under endoscopic ultrasound (eus) imaging. The physician manipulated the device; however, the stent was still not visible, and the catheter slipped out of the cyst. The physician then decided to remove the stent; however, during removal, the first flange of the stent prematurely deployed. A second axios stent (the subject of this report) was used; however, the same device problem occurred. The procedure was completed using another axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange prematurely deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The delivery system was returned in position 2. Functional inspection was performed, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved to the fourth position. The catheter moved freely, and the stent was deployed without problems. Dimensional inspection was performed, and the length of the device was within specification. A media inspection was performed of a photo provided by the complainant, and it was observed that the stent was partially deployed. No other problems were noted to the stent and delivery system. The reported event of stent first flange premature deployment cannot be confirmed as this occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported event and observed failure were likely due to factors encountered during the procedure. It may be that procedural factors and/or handling of the device, limited the performance of the device and contributed to the reported event and observed failure. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, incomplete deployment is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange prematurely deployed.

Event description:
Note: this report pertains to one of two devices to be used during the same procedure. Refer to manufacturer report # 3005099803-2023-03965 and 3005099803-2023-03966 for the associated device information. It was reported to boston scientific corporation on july 04, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the stent (the subject of MFR. Report # 3005099803-2023-03965) was inserted about 4 to 5 cm into the cyst but was unable to be deployed and was not visible under endoscopic ultrasound (eus) imaging. The physician manipulated the device; however, the stent was still not visible, and the catheter slipped out of the cyst. The physician then decided to remove the stent; however, during removal, the first flange of the stent prematurely deployed. A second axios stent (the subject of this report) was used; however, the same device problem occurred. The procedure was completed using another axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.